Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer reported blood glucose level was 231 mg/dl. The customer reported that manual injections would be used for alternate insulin therapy.